Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. According to literature review, prosthesis patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post operative gradients. According to varc 2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient's body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve in valve procedure with fracturing of the surgical valve stent. Per the IFU, incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Residual mean gradient may be higher in a 'thv-in-failing bioprosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis patient mismatch be avoided. Additionally, pre procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the increased gradient is unknown. It is possible that patient factors (ppm and the progression of pre existing disease processes) may have been a contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 years post transcatheter mitral valve replacement with a sapien 3 valve in a previously implanted surgical valve, the patient was symptomatic and increased gradient of 9 or 10mm hg was observed. The decision was made to remove both the surgical and the sapien 3 valve due to patient prosthesis mismatch, (ppm). The patient is stable post procedure.